Event description:
Reporter states customer received a result of 141 mg/dl on the advantage system with low blood glucose symptoms; re-tested 15 minutes later with result of 31 mg/dl. Customer was treated by spouse with juice and cookies. No quality controls were used. Requested return of suspect device and replacement was sent.